Event description:
It was reported that the patient was admitted to the hospital due to falls. It was determined that elective replacement indicator (eri) had been triggered for the device. The error was cleared and the battery status was displayed as "ok". A measurement lock-up issue is suspected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The analyst noted that elective replacement indicator (eri) was reached 2014-(B)(6). The most recent battery voltage reading was 2.8 volts on 2015-(B)(6).